Manufacturer narrative:
Returned samples were not provided for additional investigation. Product labeling states that abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. No definitive root cause was determined. However, user error, damage incurring during shipping, handling and/or storage of mts products and gel card malfunction could not be ruled out as contributing factors.

Event description:
The customer reported that a false positive reactivity was obtained in the anti-b microtube of mts a/b/d monoclonal and reverse grouping card lot # 090506037-06 using a group o patient's sample. Testing was performed in manual gel method. The group o status of the pt was confirmed in manual gel using a different lot of gel card and also in tube method. The abo discrepancy prompted additional testing to verify abo type, preventing erroneous results from being released.